Event description:
The ge oec 9800 fluoroscopy system reportedly lost images. Images not readily retrievable from the image directory.

Manufacturer narrative:
A ge oec service representative investigated the issue and found defective hard drive and single board computer. Both components were replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.